Event description:
During the initial implant procedure, undersensing, low pacing impedance, and inadequate capture was noted on the right ventricular (rv) lead. The rv lead was attempted to be repositioned; however, undersensing continued. Then, the lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.